Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0wzed, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The reporter reported that it was unknown if there was a suspected problem with the device or therapy. The patient had weakness and paralysis in the arms and legs. The patient was admitted to the hospital on (B)(6) 2015 and the paralysis developed since the patient was in the hospital. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional reported that the patient continued to be in and out of the hospital. Currently her stimulation was turned off. The doctors had no idea what caused the paralysis but the patient was currently in a rehab facility. The patient could use their fine motor skills but could not walk. They gave her antibiotics in case she had an infection. The patient was not interested in having the device removed.